Event description:
It was reported that the patient was undergoing an electrocardiogram, but the test was getting an artifact. The health care provider was able to communicate with only one of the implantable neurostimulators. Turning off this implant did not resolve the artifact; therefore, it was thought the other ins was likely still on despite being unable to achieve telemetry. The implant that was ¿turned off¿ was rechecked with the patient programmer and was actually found to still be on. A tiny magnet was used to try to turn off the unresponsive ins; this did not resolve.

Manufacturer narrative:
Concomitant products: product ID 8637-20, serial # (B)(4), implanted: (B)(6) 2011, product type pump; product ID 7426, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 7438, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v129147, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v055964, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).